Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the intima-ii y 20gax1.16in prn/ec slm needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a foreign matter was found at the tip of a closed vein indwelling needle during infusion, it was discarded and replaced immediately".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050849. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that foreign matter was found on the tip of the intima-ii y 20gax1.16in prn/ec slm needle before use. The following information was provided by the initial reporter, translated from chinese to english: "a foreign matter was found at the tip of a closed vein indwelling needle during infusion, it was discarded and replaced immediately"